Manufacturer narrative:
The complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt010, and may not be familiar with the "sizing" and fitting of this new mask. Conclusions: fisher and paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the united states. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.004%.

Event description:
A facility in the us has reported that the rt040m single use face masks are separating when used with patients on bipap with moderately high ipap and epap. The user reported that this occurred on three separate occasions during one week. We have not received any report of injury to the patient.